Event description:
The customer states that very intermittent false non-reactive results are being generated on one of the axsym analyzers in their lab for the hcv 3.0 assay. The other two axsym analyzers are not showing this issue and are reproducible and precise in their function. Controls are within specifications and there are no issues with any other assays. The customer did state that some preventive maintenance procedures are overdue. No specific pt results or info were provided by the customer. There is no impact to pt mgmt reported.

Manufacturer narrative:
An abbott field svc rep (fsr) visited the customer site to perform preventative maintenance procedures. The fsr discovered there was a leak around the sample syringe seals in the syringe assembly and the part was replaced. The fsr checked the fluid system, ran controls, performed the diagnostics check and assay calibrations. The analyzer was performing within specifications and the results were within range. Subsequent instrument operations and test results were acceptable. The customer's issue is addressed in the abbott axsym system operations manual (69-4607/r9-feb 2000), which provides the following info related to the customer's observation: section 7-operational precautions and limitations: result interpretation/reporting and section 10-troubleshooting and diagnostics, assay specific 1000-1999 (error codes). This is a final report.